Event description:
The filter was placed in the pt on 05/18/1991. A film in 1994, shows the filter intact, with no problems. On 11/20/1998, a film was taken and it appears the filter has a fractured strut. One of the upper arms is not attached to the anchor. It appears to be supralateral. Not known at this time whether the strut is intravascular or extravascular.